Manufacturer narrative:
Bilt3 last calibration was performed on 9-feb-2023 and it was successful. The customer's technicians resolved the issue and confirmed that the issue had not been repeated since that time. The customer did not provide the requested information for investigation. As no information was provided, a specific root cause could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient tested with total bilirubin (bilt3) assay on cobas 6000 c501 (ul) v. Initial result: 0.7 mg/dl. The questionable result was reported outside of laboratory and the physician requested the sample to be repeated. Repeat result: 11.6 mg/dl. The repeat result deemed to be correct. The bilt3 reagent lot number was 642196. The expiration date was not provided.